Event description:
Bilateral patient. Litigation papers allege subsequent to surgeries, patient began and continues to experience pain in and around both his implanted hips, which over time has become progressively worse and now exceeds the pain patient had before his hip replacement surgeries, and emotional distress normally expected in an injury of this nature. It is further alleged patient has had to undergo testing and medical monitoring, including radiographic evaluation, laboratory tests, and such other diagnostic testing as may be recommended or required by patient's orthopedic surgeon or other attending physicians.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.